Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that their insulin pump did not change the delivery amount even after changing the carb ratios 7 times. The customer¿s blood glucose level was 90 mg/dl at the time of the incident. The customer was having highs during the night and crashing after meals. The caller stated the customer was going through a growth spurt. Troubleshooting was not completed as the customer was not available at the time of the call. The insulin pump will not be returned for analysis.